Manufacturer narrative:
The subject product was returned with all of the fasteners deployed from the device; therefore, a functional evaluation could not be performed. The visual evaluation found no manufacturing anomalies. A definitive root cause of the reported issue could not be determined. This is the first reported complaint for the subject lot of (B)(4) units manufactured in january of 2018.

Event description:
It was reported that while fixating a bard/davol soft mesh during a laparoscopic inguinal hernia repair, the fasteners in the permafix fixation device were coming out and were would not fixate the tissue / hold the mesh. This was tried with 5-6 fasteners and occurred repeatedly. A new fixation device was used to complete the case. There was no patient injury as a result of the problem experienced.